Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Distributor contacted dexcom technical support on behalf of the patient on 07/21/2015, to report that on (B)(6) 2015, the patient developed an infection at the sensor insertion site. The site became itchy and had water blisters. The sensor was inserted at the abdomen on (B)(6) 2015. On approximately (B)(6) 2015, the patient sought medical attention from their doctor for this; however, the details were not provided. No additional event or patient information is available.